Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient revised for loose hip stem. 28mm acetabular liner revised with 32mm liner.